Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the ac power adapter and main printed circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the merlin at home transmitter lost power after a storm. The transmitter was replaced.